Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the intensive care unit with an unspecified infection and septic. The system was removed. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct explant date should have been (B)(6) 2023, rather than (B)(6) 2023. The correct event description should have been "it was reported that the patient presented to the intensive care unit with an unspecified infection, leads vegetation and septic. The event of infection was identified through transesophageal echocardiogram. The system- pacemaker, right atrial lead and right ventricular lead was removed on (B)(6) 2023 and replaced on (B)(6) 2023. The patient was in stable condition." Rather than "it was reported that the patient presented to the intensive care unit with an unspecified infection and septic. The system was removed. The patient was in stable condition."

Event description:
Related manufacturer reference number: 2017865-2024-03597, 2017865-2024-03598. It was reported that the patient presented to the intensive care unit with an unspecified infection, leads vegetation and septic. The event of infection was identified through transesophageal echocardiogram. The system- pacemaker, right atrial lead and right ventricular lead was removed on (B)(6) 2023 and replaced on (B)(6) 2023. The patient was in stable condition.